Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys hiv duo and elecsys anti-hcv ii on a cobas e 801 analytical unit. This medwatch will apply to the anti-hcv assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the hiv duo assay. The sample resulted in an hiv duo value of 3.03 coi (reactive). The sample was sent to another laboratory for testing using a qualitative nucleic acid pcr test and the hiv result was "not detected". The pcr test result was deemed correct. The sample resulted in an anti-hcv value of 0.0439 coi (non-reactive). The sample was repeatedly non-reactive for anti-hcv. The patient was tested at a plasma donation center and the patient tested positive for "hepatitis".

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.